Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed 22 aug 2019. 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. Expiry date: 31-oct-2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Initial reporter occupation: non-healthcare professional "attorney". Patient code: no code available ((B)(4)) used to capture the "surgical intervention" and "medical device removal".

Event description:
On (B)(6)2016, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system depuy bone cement x 2. On (B)(6) 2017, the patient underwent a right knee revision due to loosening, swelling, pain. The surgeon identified synovitis which was excised. He indicated the femoral component was easily removed after circumferentially removing the interface. The surgeon then reported the tibial component was easily removed with an osteotome. The surgeon did not comment on the patella, and it was not revised. The patient was implanted with attune knee system and depuy cement x 2, and there were no complications reported with the procedure. Doi: (B)(6) 2016 dor: (B)(6) 2017 (rt knee).